Event description:
It was reported that the patient had the inflatable penile prosthesis, that was initially implanted in 2011, removed as the device had stopped working. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the replacement surgery, the patient was recovering. There were no patient complications reported in relation to this event.